Event description:
It was reported that the patient developed pocket erosion. The patient had a right-sided implant with the old leads left in and capped on the left side. Patient presented with pocket erosion on the left-side where the abandoned and capped leads had been coiled and they were outside of the pocket. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 4024 implantable pacing lead, (B)(6) 1993. A addr01 implantable pulse generator, (B)(6) 2007. A 4568-53 implantable pacing lead, (B)(6) 1999. (B)(4) .